Event description:
Upon opening the product, it was noticed that a small piece had broken off the top edge of the catheter. The info states that the product was stored correctly and there was no mishandling of the product prior to opening the package. The product was not used in the pt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Additional info will be submitted within 30 days of receipt.